Event description:
Customer reported that on (B)(6) 2014, at approximately 8:00 a.m., she "passed out while driving due to low blood sugar". Paramedics were called and an hcp meter reading of 20 mg/dl was obtained compared to a reading of 120 mg/dl received on her adc blood glucose meter within 30 minutes. Customer further reported receiving unspecified treatment from the paramedics. No additional information was provided by the customer regarding the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacturer date for the reported meter is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.